Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the nose cone of the delivery catheter system (dcs) was withdrawn through the valve frame, the valve dislodged supra annular. The nosecone of the dcs was withdrawn from the patient when the valve dislodged, and there was no fluoroscopic evidence that the dcs contributed to the dislodgement. Using a snare, the valve was moved above the sinotubular junction (stj), and a non-medtronic valve was implanted. During the positioning of the second valve, a dissection was observed in the aortic root above the stj from the medtronic valve, causing a pericardial effusion. The patient became unstable and cardiopulmonary resuscitation was initiated. The procedure was then converted to an open surgery to explant the valves and replace with a surgical aortic valve, along with a root repair to fix the dissection, however, the patient subsequently died during the surgical intervention. Per the physician, the cause of death was due to the dissection, and a possible annular rupture occurred during the non-medtronic valve implant.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011769938); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.